Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed. The conductor wires were intact and undamaged, however the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found.

Event description:
Instrument was returned to intuitive surgical inc. (Isi) without an initial complaint. Complaint case notes indicated that this case was a duplicate of another RMA (return material authorization) and the related isi complaint case number was 700115812 medwatch 2955842-2014-00217. The results of the failure analysis investigation of this instrument were submitted as a follow-up under medwatch 2955842-2014-00217 on (B)(4) 2014 for complaint case number (B)(4). However, the correct instrument related to complaint case number (B)(4) was returned to intuitive surgical inc. On (B)(4) 2014. Please accept this MDR as an initial medwatch form for this instrument.